Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) was experiencing pain and discomfort. The physician and patient opted to explant this system and implant a transvenous system. This patient was noted to have a severely thin body mass index. A tv system was successfully implanted and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) was experiencing pain and discomfort. The physician and patient opted to explant this system and implant a transvenous system. This patient was noted to have a severely thin body mass index. A tv system was successfully implanted and remains in service. No additional adverse patient effects were reported.